Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from a clinical study, approximately 1 year post transcatheter pulmonic valve replacement (tpvr) procedure with an alterra prestent and 29 mm sapien 3 valve, a retrospective review of the 1 year flr submission found one type 1 fracture at the alterra inflow, rung 1. Upon review of the 3 year chest x-ray (cxr) submission, there was one type 1 fracture found at the alterra inflow, rung 1. Subsequently, additional information was received via medical records revealing the patient was not present at a scheduled 6-month post tpvr procedure visit due to being involved in a motor vehicle accident. The patient did not sustain any significant injuries, but on the following day, the patient presented to the emergency department with neck pain and chest pain. A clinical examination was performed which included a two-view chest x-ray as part of the evaluation. The examination report was then reviewed at the 1 year follow up visit by the 1 year follow up physician and the alterra prestent and 29 mm sapien 3 valve were noted to be in the appropriate position. There was no comment on frame fractures or deformity of the stent and no other abnormalities were noted from the examination. It was also noted that the patient had no symptoms or issues as the patient had recovered from the accident except for normal chest pain and palpitation that were present prior to the tpvr procedure. The patient indicated they believe they have returned to the baseline from after the tpvr procedure. After review of the fluoroscopic images, there did not appear to be any evidence of damage or injury to either the alterra prestent or 29 mm sapien 3 valve as a result of the accident. There was also no evidence of deformity of the stent or evidence of frame fracture. The echocardiogram performed showed the valve appeared to be functioning well. The patient appears to be asymptomatic and there are no indications of a plan for an intervention at this time.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the 1-year post transcatheter pulmonic valve replacement (tpvr) procedure imagery revealed one type I fracture at the alterra inflow, rung 1. A review of the 3-year post tpvr procedure imagery revealed one type I fracture at the alterra inflow, rung 1. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and it did not provide any indication that a manufacturing non-conformance would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the alterra system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the alterra prestent fracture was confirmed based on evaluation of the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of IFU/training materials revealed no deficiencies. A technical summary written by edwards lifesciences documented a review of available computed tomography (CT) scans/imagery for patients with a fractured stent. As reported, "approximately 1 year post transcatheter pulmonic valve replacement (tpvr) procedure with an alterra prestent and 29 mm sapien 3 valve, a retrospective review of the 1 year flr submission found one type 1 fracture at the alterra inflow, rung 1. Upon review of the 3 year chest x-ray (cxr) submission, there was one type 1 fracture found at the alterra inflow, rung 1." The provided imagery confirmed one fracture at the alterra inflow. Per the technical summary, patients who had a fracture exhibited right ventricular outflow tract (rvot) length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with the anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary also reviewed the manufacturing documentation and conducted a study to determine if microcracks could be present on the frame prior to implantation of the prestent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the event was found. While a definitive root cause is unable to be determined at this time, the available information suggests that patient factors (rvot characteristics) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.